Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post replacement of the implantable cardioverter defibrillator (ICD), high pacing impedance triggered an alert on the right ventricular (rv) lead. In addition, high thresholds and noise oversensing were noted. It was determined that the rv lead pin was not fully pushed into the device header and the ICD setscrew was not pushed through the 2nd grommet. The pocket was re-opened, the lead was disconnected and testing revealed values within normal limits. The lead was reconnected to the ICD and they both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.